Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed lesion being treated was located in the calcified and severely tortuous proximal left circumflex artery. Balloon angioplasty was performed with an unspecified balloon catheter. Then the physician advanced the 20mm x 3.00mm taxus element mr stent delivery system (sds), however it bumped into calcification and was not able to cross the lesion. The physician predilated the lesion again and readvanced the sds, but it was again unable to cross the lesion. Then the physician added an additional unspecified guide wire and readvanced the sds, but it was again unable to cross the lesson. It was noted that distal edge of the stent was flared. The sds was successfully removed and the procedure was completed with another device of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).